Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in (B)(6) 2016, heavy periods, breast tenderness, cramp in lower abdomen, depression, anger, migraine headache, irritability, mood change, endometriosis, bloating, left lower quadrant pain, swelling abdomen, rectal bleeding, adenomyosis, dysmenorrhoea, back pain, hair loss, intra-uterine contraceptive device insertion, menorrhagia, ovarian cyst and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), mental disorder ("psych injury"), post procedural complication ("post removal complications") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, mental disorder, post procedural complication and vulvovaginal candidiasis outcome was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, menorrhagia, candidal vaginosis discrepancy noted: essure insertion date as per mr is (B)(6) 2009. Right: zero trailing coils were noted. Left: there was one trailing coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: conclusion: documentation of bilateral tubal occlusion following essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received: reporter, medical history, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in (B)(6) 2016, heavy periods, breast tenderness, cramp in lower abdomen, depression, anger, migraine headache, irritability, mood change, endometriosis, bloating, left lower quadrant pain, swelling abdomen, rectal bleeding, adenomyosis, dysmenorrhoea, back pain, hair loss, intra-uterine contraceptive device insertion, menorrhagia, ovarian cyst and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), mental disorder ("psych injury"), post procedural complication ("post removal complications") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, mental disorder, post procedural complication and vulvovaginal candidiasis outcome was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, menorrhagia, candidal vaginosis. Discrepancy noted: essure insertion date as per mr is (B)(6) 2009. Right: zero trailing coils were noted. Left: there was one trailing coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: conclusion: documentation of bilateral tubal occlusion. Following essure procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), mental disorder ("psych injury"), post procedural complication ("post removal complications") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, mental disorder, post procedural complication and vulvovaginal candidiasis outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, menorrhagia, candidal vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events added- pelvic pain, post removal complications, psych injury, gen. Abnormal bleeding, menorrhagia, candidal vaginosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.